Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. In the surgery a few months ago, the suture burst during the surgery, the doctor had to change the thread and start the suture again. At that moment, when the thread was changed, the situation did not go any further. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - date and name of index surgical procedure? - how was the procedure completed? - were there any adverse patient consequences? - is the exact lot number associated with this complaint known? If yes, please provide. (Sjmtql and shmqqb were both provided) - surgeon's name? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. Additional information: d4, h4 ¿ the actual device batch number associated with this event is not known. The following possible lot numbers were reported: - a manufacturing record evaluation was performed for the finished device shmqqb / z341h batch number, and no non-conformances were identified. Expiration date: jun/30/2027 date of mfg.: jul/26/2022. - a manufacturing record evaluation was performed for the finished device sjmtql / z341h batch number, and no non-conformances were identified. Expiration date: jul/31/2027 date of mfg.: aug/31/2022.